Event description:
When IV was placed, advanced, and the needle removed, the IV began leaking from the hub at the end of the wings with the grey inner piece. IV flushed and pulled back appropriately. Blood return did not pulsate when drawing back and flushing, but blood did continue to leak from this hub after flushing the IV catheter twice.